Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. The event could not be confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Clinician review: no medical records were made available for review with consulting clinician. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised for a loose femoral stem. The event could not be confirmed nor the exact cause of the event be determined because insufficient information was provided. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. Device not returned.

Event description:
Doctor removed what appeared to be a loose accolade ii femoral stem. He replaced it with a restoration ha.